Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator could not be interrogated via programmer. The device had entered backup mode for an unknown reason, and high voltage therapies were unavailable. The device was able to be successfully restored back to normal functioning through reprogramming. There were no patient consequences.